Event description:
It was reported that during a justright stapler procedure on (B)(6) 2023 , the stapler grasped and cut the bowel but none of the staples closed were straight, due to this the physician had to suture the bowel and remove the staples from the patient , the procedure was reported as completed and the patient was doing well. Patient was pediatric. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.